Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 580 mg/dl. The current blood glucose was 566 mg/dl. Customer having trouble with their infusion set and their sensor. The blood glucose was 101 mg/dl and sensor glucose was 78 mg/dl. Customer received noticed her sugars were not going down and they did not want to calibrate the sensor with them that high. Customer received a change sensor alert after a calibration not accepted. Customer declined troubleshooting for the high blood glucose and treated with bolus. The insulin pump will be returned for analysis.